Manufacturer narrative:
Device analysis performed on the returned ipg revealed normal device characteristics during visual and functional testing. A labeling review was conducted which determined that lead breakage, loose connections and electrical issues can result in reduction in pain relief and are known risks associated with use of the scs device, as documented in the instructions for use (IFU). Additionally, device analysis performed on the returned leads sc-2317-70 serial numbers (B)(6) revealed that all cables were completely broken at the bent/kinked location of each lead near the set screw mark of the clik x anchor. There were no exposed cables at the fracture locations. Laboratory analysis determined that the leads became bent/kinked after exiting the clik x anchor, exposing the bent location to excessive mechanical force or movement that caused the cables to fracture at the anchor point. Based on all available information, engineers concluded that the high impedance measurements resulting in inadequate stimulation were caused by the lead fractures. Block b3: exact date unknown, event occurred in december 2023. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70 .. Serial: (B)(6). Batch: 5058426. Product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70 . Serial: (B)(6). Batch: 20775463. Product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70 . Serial: (B)(6). Batch: 20775463.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a gradual loss of pain relief as well as a burning sensation at the implantable pulse generator (ipg) implant site and low back area. Because of this burning pain, the patient was taken to the hospital and x-ray imaging and computerized tomography (CT) scan were done which did not reveal any anomalies. However, high impedance readings were discovered on two leads and lead fracture was suspected. A physicians assessment was unable to be obtained despite good faith efforts. Consequently, the patient underwent a full system explant procedure during which the ipg and leads were explanted. There were no reported patient complications postoperatively.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a gradual loss of pain relief as well as a burning sensation at the implantable pulse generator (ipg) implant site and low back area. Because of this burning pain, the patient was taken to the hospital and x-ray imaging and computerized tomography (CT) scan were done which did not reveal any anomalies. However, high impedance readings were discovered on two leads and lead fracture was suspected. A physicians assessment was unable to be obtained despite good faith efforts. Consequently, the patient underwent a full system explant procedure during which the ipg and leads were explanted. There were no reported patient complications postoperatively.

Manufacturer narrative:
Exact date unknown, event occurred in december 2023 additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 5058426 product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 20775463. Product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 20775463.